Event description:
The customer stated that she had a specific bottle of test strips that she felt were not accurate. The normal control range was 85-114mg/dl and she got results of 123, 125 and 163mg/dl. She tested on 3 other bottles of strips and all results were within range. No actual numbers were given. Customer service was going to replace the strips and advised they be sent back to be evaluated.